Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause could not be determined at this time. Additional: a batch review has been performed and the device has not been previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The device has been received by baxter and is currently being evaluated. A follow-up medwatch report will be submitted with the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(6) to report an infusor that had ruptured during filling. The device was filled with normal saline and 5-fluorouracil. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.